Manufacturer narrative:
Explant. Refractive miss. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symphony intraocular lens (model zxr00, +21.0 diopter) was explanted in secondary procedure from patient¿s right eye because of patient not happy with refractive miss. Reportedly lens from another manufacturer was used as replacement for the patient. The explant procedure was successfully completed without any incident. No further information provided.

Manufacturer narrative:
Additional information indicated that there was no patient injury reported and that no surgical/medical intervention (incision enlargement, sutures used, or vitrectomy) was performed or planned. It was indicated that the patient was doing well when discharged. The following fields were updated accordingly: (B)(6). Device available for evaluation? Yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.